Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
During use of this product, a leak was detected at the septum connector; one unit was affected; the physical device can be returned, but no photos are available; a green claim is required, along with a complaint response letter and a complaint acknowledgment letter.